Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected alarm. The customer did not clear the alarm. The customer had only found out about the alarm in the morning. The customer¿s blood glucose level during the incident was 23 mmol/l. They treated with the insulin pump. Troubleshooting was performed. They were given a series of steps to follow once call ends to clear the alarm. They were advised to monitor the insulin pump and call back if error recurs. It was noted that the customer had called back. The power error detected reoccurred. They also received a replace battery now alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the insulin pump alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarms were triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with scratched case, pillowing keypad overlay, fading serial number label, and a minor scratched lcd window.